Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. The cause of low bg was unknown. The customer received third party assistance from a nurse at their doctor¿s office, who provided a bottle of ensure, juice and glucose tablets to address bg. The customer was shaking and talking in circles, but this event did not cause an injury. Recommendation was made to contact tandem technical support (cts) if the customer experiences any further issues.